Event description:
At the beginning of a procedure, the dr removed the breathing circuit hose from the 15 mm test plug on the anesthesia machine and connected it to an anesthesia mask. The mask was placed on the pt. The dr was not able to ventilate the pt. The dr noted that after removing the mask, a 15 mm plug was lodged in the elbow of the y-piece of the breathing circuit. The plug is used to occlude the circuit during diagnostic checks. No pt injury. Upon removal of the broken plug, the surgery proceeded and the case was completed. There was no pt injury.